Event description:
It was reported that the customer had a blood glucose level of 462 mg/dl. The customer stated that her insulin pump was turned off, and her basal rates were erased, so she went through the night without basal delivery. The customer was assisted in programming the insulin pump according to her health care provider's instructions. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).